Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6) hospital. H.6. Investigation summary: material #: 368835. Lot/batch #: 3275557. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd determined that the root cause of the indicated failure mode was attributed to a specific cavity in one of the mold tools. This cavity has been blocked and will be repaired during the next preventative maintenance of the tool.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the hub separated from the holder while in the patient's arm. No patient impact reported.